Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to te manufacturer.

Event description:
On (B)(6) 2019 getinge became aware about an incident with one of the washer disinfector- 9128e model number. As it was stated by the customer, operator of the device sustained a facial injury while unloading the trolley from the device. The injured person was checked over by the medical staff, however there is no further information regarding the outcome or any medical intervention available at this moment.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish that the received incident is the first one registered in the getinge complaint handling systems for issues with the 91e series washer disinfector where the trolley got caught in a gap , stopped suddenly and led to the injury. The injury sustained was not classified as a serious one, however we decided to report the event based on the potential and in the abundance of caution. The product involved in the incident is an 9128-e washer disinfector with the serial number (B)(4). The unit was manufactured on 26th october, 2018 and installed on 20th december, 2018. After the incident occurrence, the device has been checked and no technical malfunction has been identified. The information collected to date and as a result of the performed investigation allowed us to establish that customer was unloading the trolley washer but hadn't realized the threshold hadn't moved leaving a gap between the chamber and the floor. The trolley wheels got caught in the gap which caused the trolley to stop suddenly and at an angle. In such situation, an alarm on the device should have been displayed and further steps, as indicated in the service manual, should have been followed to restore the full functionality. In summary, the most likely root cause of the occurrence of the event is related to activities performed by the customer which were not in line with steps given as part of the user instruction and service manual. When the alarm occurred, the personnel did not follow the detailed instruction given, meaning he ignored the alarm condition and continued the work, what consequently led to the event occurrence. When the investigated situation took place, the device failed to meet it specification and led to the adverse situation. Upon the event occurrence the device was not being used for patient treatment. The customer was reminded about the available instruction for usage and how to properly use the device to prevent similar situation occurrence. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.